Manufacturer narrative:
Tech adjusted the pads on both sides of the stretcher so that the lock was secure and this resolved the issue.

Event description:
Tech alleged that the right hand and left hand head casters were not locking tightly on the wheels. No pt impact.